Event description:
Related manufacturer reference number: 2017865-2024-70494. It was reported that patient presented in emergency department after receiving inappropriate shocks. Upon interrogation, it was observed that, implantable cardiac defibrillator (ICD) delivered an inappropriate shock due to a suction event. It was also noted that right ventricular (rv) lead exhibited over sensed noise contributing to inappropriate shock. Programming changes were made. Patient condition was stable.